Event description:
It was reported that during the procedure, the batteries melted the battery pack. The procedure was successfully completed with a back up device with no clinically relevant delay. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has been received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.